Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the cord was damaged preventing the function assessment from being performed and the housing was damaged. Therefore, the reported condition was confirmed. It was further determined that the damaged cord is consistent with mishandling of the device by allowing the cord came in contact with a sharp object which damaged the cord or exerting extreme force on the cord during cleaning or use (user error). The damaged housing is consistent with mishandling by dropping or hitting the device against something breaking the base plate of the housing (user error). The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the foot control device had exposed wires. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.